Event description:
Information was received from an unknown source regarding a trial patient who was using an external neurostimulator (ens) for urge I ncontinence and fecal incontinence. It was reported that the patient's lead moved. It was also reported that the patient was not having bowel movements and is having a harder time voiding since the procedure. Patient stated that her bowel leakage has been blood and drainage. Patient stated her stimulation hurt all day yesterday and she decreased it until it felt better. During our call the patient mentioned being in pain from stimulation in the very beginning of her evaluation and that was solved by lowering her stimulation.

Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.